Manufacturer narrative:
H3. Analysis identified a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from an hcp indicated that the pump flipped in the pocket, causing an inability to communicate with the programmer. The reason the pump flipped was unknown, however, the catheter was found to be coiled around itself under the pump. During the previously reported revision, the pump was anchored in the pocket and the communication issues and withdrawal symptoms were resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via intrathecal infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient was in the ER for issues thought to be unrelated to the pump. The hcp was trying to connect to the pump using an a810 and had no success. The hcp switched over to the 8840 and still ran into the same issue of not connecting the pump. Troubleshooting considerations were reviewed and the hcp stated they would try the considerations and follow-up if they needed assistance. Additional information was received from the healthcare provider (hcp). The patient's pump had been replaced on (B)(6) 2020 for normal eri (elective replacement indicator). A few days after the replacement the patient was seen in the emergency room (ER) with intrathecal baclofen withdrawal symptoms and was treated with oral baclofen. A cap (catheter access port) study and imaging was done on (B)(6) 2020 and was found to be negative. The patient complained of abdominal pain and whenever the pump site was palpated the patient would cry out. The patient recently went back to the ER with the same symptoms and more imaging was done. The patient was also given oral baclofen. The patient was still complaining of abdominal pain and cried out when the pump site was palpated. The hcp was attempting to interrogate the pump on (B)(6) 2020 and was unable to get successful interrogation with multiple programmers and tablets. They were able to get telemetry in the past. The hcp looked at the previous imaging and there was a question whether the pump had f lipped.

Manufacturer narrative:
Continuation of d11: product ID 8880t2 lot# serial# unknown implanted: explanted: product type accessory product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician product ID 8780 lot# serial#(B)(6), implanted: (B)(6) 2014, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-oct-28, additional information was received from an healthcare professional (hcp), via a manufacturer representative (rep). It was reported the patient's pump was flipping and caused the catheter to kink. The pump segment of the catheter was replaced and the catheter became patent. The issue was resolved.